Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the needle plunger, anterior cuff, posterior cuff, link, posterior needle, and the monofilament were not returned, which limited the scope of the report. There was no needle strike mark on the foot. During testing, a proxy needle plunger was reinserted resulting in acceptable needle trajectory. Additionally, the needle trajectory is checked twice during the manufacture of the device. There was no abnormal observation found on the returned device that could have contributed to the reported complaint. Based on the investigation findings, the most probable root cause for the needle-to-cuff miss is needle deflection during needle plunger deployment due to patient anatomy or a failure to maintain a stable position of the device during needle deployment. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, there was no suture attached to the needles. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.